Event description:
Complainant alleged that during a routine shift check by a clinician the device powered on with no display. After attempting to cycle power, the display came on and the device displayed a "status 51" message. Complainant indicated that there was no pt involvement in the reported malfunction.